Manufacturer narrative:
Result of investigation: the device was not returned for investigation. Vyaire medical determined the root cause as due to defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburred during manufacturing.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. However, the log file shows that on couple of screenshots, the regulator is reading almost same as the supplied pressure and on all other screenshots the regulator is working well. The technical support team has initiated inspiration block under warranty replacement and requested to send back the defective inspiration block for further evaluation. Therefore, no further evaluation can be identified. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a technical failure alarms, 388- no o2 dosing possible active and 271 - o2 supply fail - no o2 dosing possible alarm active during the patient on a bellavista 1000. The customer also reported that the patient was removed and transferred to a back up ventilator. Furthermore, there was no patient harm involvement associated with the event.